Event description:
The lay user/patient's father contacted animas on (B)(6) 2012 to report that their dog chewed the keypad. At the time of the call, the reporter claimed that on (B)(6) 2012 (around midnight) the patient had a low blood glucose (bg) of 60-70's with symptoms of shaking and sweating. The patient's father claimed the pump was removed and the patient was treated with carbohydrates. At a later time when they went to check on the patient, they found the pump on the floor and discovered that the keypad had been chewed by the dog. The patient was placed on backup plan due to damaged keypad. At the time of troubleshooting, the pump was unavailable for review. The patient's father informed customer support that it was "normal for his son to have an occasional low". This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a "no delivery" alarm/warning occurred at 10:18 pm on (B)(6) 2012, and that a suspend was confirmed 6 times and basal delivery was not resumed until 9:36 am on (B)(6) 2012. The black box further showed that at 11:45 pm on (B)(6) 2012 "no delivery" occurred again followed by suspend, and basal program was not reactivated until 6:03am the following morning. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was returned with the entire keypad detached. The contrast, up arrow, down arrow, and ok key contacts were missing. The bumper pad on the bottom of the pump is missing.